Manufacturer narrative:
Patient initials: (B)(6).

Event description:
It was reported that during a meniscus suture operation. When fast-fix 360 was used for meniscus suturing after t1 was implanted, t2 fell off. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle but were returned. Examination of the construct showed t1 is missing and appears to have been cut from the suture. T2 and the suture show no abnormalities. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Updated.